Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system did not boot up successfully. The philips engineer suggested service, but quote was cancelled by the customer and no service has been provided from the philips. The case was closed, and no further action was performed by philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. No harm has been reported to philips.